Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump). Information was received via medwatch report #mw5106292, report date: (B)(6) 2021 that repeated issue with ms3 pump alarming low volume with treprostinil still left in cartridge was experienced. Cartridge lot unavailable. No further details provided.

Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump). Information was received via medwatch report #mw5106292, report date: (B)(6) 2021 that repeated issue with ms3 pump alarming low volume with treprostinil still left in cartridge was experienced. Cartridge lot unavailable. No further details provided.